Event description:
It was reported that the impactor was broken when the tray was opened during surgery. The sales rep thinks it may have broken while going through the cleaning process. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks, gouges, worn, and the unit was fractured. Additionally, review of the fracture identified the surface as consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.